Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial events in post-ventricular atrial refractory period (pvarp) were being quickly followed by atrial pacing caused an inappropriate mode switch to occur. Programming changes were discussed. No patient symptoms were reported.